Event description:
It was reported that the patient presented to the hospital after complaining of intermittent diaphragmatic stimulation. X-ray was taken on the chest to determine if lead dislodgement had occurred. The lead trend data is stable but did not have any impedance, r-wave, or capture threshold data. The patient was kept over the weekend. The lead was capped.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.